Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified y-type catheter extension set was broken at the junction of the y-site. The break was not further specified. This event was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.